Manufacturer narrative:
Reporting address & institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
The customer reported a ventilator's air flow sensor was reading 1.1 when there was zero flow during preventative maintenance (pm). The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. The device was evaluated by the customer and an international philips field service engineer (fse). Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
H10: the faulty air flow sensor was received for technical failure investigation (fi). The product investigation laboratory (pil) conducted the fi and the reported issue was not confirmed. During troubleshooting the fi found that although the airflow sensor contained a slight drift from zero (.4 slpm) the drift noted was within specification. The pil concluded that there was no fault found. No component level root cause could be identified in this case. The device was not being used for treatment when the reported failure occurred. Trends for this type of issue will continue to be monitored to determine if additional actions are required. The investigation concludes that no further action is required at this time. H11: updated contact information, contact office entity, and manufacturing site.

Manufacturer narrative:
The philips international field service engineer (fse) replaced the flow sensor assembly. Additionally, the battery was replaced as required by maintenance schedule because the battery is over 5 years old. No issue was reported with the battery. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.